Manufacturer narrative:
(B)(6). Getinge field service engineer visited the hospital and performed the inspection on the involved unit. There was no abnormal observed on the ceiling cover and the unit, then the cover was reinstalled by getinge field service engineer. The unit was verified in good condition and could put in use. Additional information will be provided following the conclusion of the investigation.

Event description:
On mar. 28th, 2025, getinge suzhou became aware of a complaint reported from the hospital in (B)(6) that half of the ceiling cover of moduevo-energy fell off during a procedure. There was no patient involved and no injury reported.

Event description:
Complaint reference (B)(4).

Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received. The ceiling cover was reinstalled back to the unit by getinge field service technician. Therefore, it was not returned to the manufacturer for analysis. The investigation was performed and concluded from the observation on the field by getinge field service technician, and the following contents have been conducted: 1). Investigation at hospital a. Getinge field service engineer (fse) visited the hospital and inspected the cover and the other part of the unit completely, no problem was observed and no any injury was reported. B. Fse reinstalled the ceiling cover back to the unit and fixed the cover decently by adjusting the mounting. Fse checked the unit status, the device was verified in good condition and could put in use. 2) investigation at maquet suzhou a. The DHR(device history record) of the pendant was reviewed, no abnormality relevant to ceiling cover was observed. B. The complaint history record has been reviewed and no feedback of same failure relevant to the reported device during installation or use was received. C. The device was designed and evaluated according to iec 60601-1 requirements. The design of ceiling cover was demonstrated robust from the verification test result. D. Based on the communication with fse in poland who is in charge of the investigation on site, he stated that he did not detect any defect on the cover and he suspected it was caused due to loose ceiling mounts. According to the information from fse, suzhou engineer inferred the most possible root cause is the improper installation. According to the installation manual of moduevo (2024-07 im 009101001 en ed1j ), point 6.3.2 ¿flat ceiling cover¿ message has stated that ¿adjust the screws to make the screw head is above the false ceiling, and the distance is 10mm. Refer to the installation instructions of semi-curved ceiling cover to install the flat ceiling cover, the screw head shall be inserted into the bracket.¿ if the distance was not remained correctly, it might affect the bracket and locking plate, and finally the two pieces of the cover could not be engaged and fixed as intended, then it is probably caused the ceiling cover fell off during customer using. In summary, based on the above investigation, there¿s no deficiency identified from production relevant to the ceiling cover falling down. The communication with fse indicated the most probable root cause is loose ceiling mounts due to improper installation, which caused ceiling cover falling off. Getinge will continue to monitor for any further events of this nature.